Manufacturer narrative:
The insulin pump was received with no motor error alarm and no excessive no delivery alarms noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery test, occlusion test and the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip and minor scratches on the display window noted.

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as excessive no delivery alarms. Customer's blood glucose level at the time was over 300 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.